Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility and found the device touchscreen would not respond. This was due to a broken touchscreen.the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.